Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead exhibited high threshold measurements. Attempts to reposition the lead were unsuccessful as the helix would not extend/retract after 20 turns. It was indicated that the connector tool was likely turned faster than 1 turn per second. As a result, the lead was removed and a single chamber implantable cardioverter defibrillator was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the helix was retracted and there was dried blood in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix not functioning appropriately was confirmed as the helix did not operate appropriately likely due to dried body fluid in helix mechanism.